Manufacturer narrative:
Eval of the devices involved in this incident indicated that it was operating in accordance with their specifications. The "air-in-line" alarm was inspected and found to be fully functional in the unit. Add'l investigation and inquiry with the user facility revealed that this user facility also fully understood, but internationally disregarded the instructions for use of the device provided by zyno. Instead, they opted to use their locally developed procedures for use of the device. It appears that this was the cause of the alarm failure. To prevent recurrence of this problem, zyno representatives communicated to the clinical leadership of the user facility again to enforce the instruction for use of the device and emphasized the potential hazard of their locally developed procedure.

Event description:
The user facility reported instances where the z-800 infusion pump was reported to have failed to alarm to alert user of an "air-in-line" condition. There was no pt harm. Zyno has requested, but the user facility is yet to provide pt information.